Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose reported at 400 mg/dl associated with an occlusion alert while using an inset infusion set on the ilet, and hyperglycemia persisted until the user changed supplies. The user lacked a fingerstick meter to confirm with a capillary reading and was advised to allow the pump to deliver correction doses. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education with resolution after supply change. Customer car provided support that included user counseling and confirmation that the occlusion was addressed through infusion set replacement. Investigation of this case revealed a probable insulin delivery interruption due to an infusion set occlusion, with resolution following replacement of the inset. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to high glucose.